Event description:
It was reported that this right ventricular (rv) lead exhibited an alert indicating that the rv amplitude was out of range. The lead trend analysis revealed an r-wave measurement of 2.3 mv (millivolts). The electrogram (egm) presented evidence of undersensing on the rv channel, accompanied by some noise interference. Furthermore, the rv threshold increased to 3.0 v (volts), and there are indications of rv loss of capture based on the stored right atrial (ra) auto threshold. A chest x-ray was conducted, which confirmed that the lead was out of the heart. This lead remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the lead had perforated the rv and was lodged in the lung. Patient had no adverse effects but had some diaphragmatic pacing occasionally. This rv lead was explanted and replaced with a new lead. This lead was discarded and is not expected to be returned for investigation.